Manufacturer narrative:
There was no frozen screen on the insulin pump. The device had unresponsive up and down buttons due to moisture damage on keypad traces. The device had minor scratches on the lcd window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corner and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the device seems to be frozen since the buttons are unresponsive. Customer's blood glucose reading was 168 mg/dl. Customer replaced device with a new battery and the buttons still do not work. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer advised the time is still changing so the screen is not frozen. Customer advised the insulin pump was on the bathroom counter when their kids were brushing their teeth. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.